Manufacturer narrative:
(B)(6). (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review found incoming defect report# (B)(4) generated by (B)(6) for part# pdl-l-sp11s lot# 9935962 for (B)(4) of (B)(4) parts having visual nonconformities. All parts were processed and then shipped back to the brandywine facility where at incoming inspection all parts were found to be visually conforming. The visual nonconformities are not related to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(6). Manufacturing date: feb 17, 2016. Expiration date: dec 31, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2016 for a total disc replacement at l5-s1 disc level using a prodisc-l implant. Patient was implanted with one (1) large 11 degree superior plate, one (1) large inferior plate and one (1) large 10mm polyethylene inlay. Post-operative, on an unknown date the patient felt a ¿pop¿ in the lumbar spine region. Upon imaging, it was reported that the prodisc-l implant had migrated anterior and was dislodged. Also, the right-side pedicle bone presented with a bone fracture. On (B)(6) 2017, surgeon removed all original implants and revised the patient to a cougar cage implant with biologic. It was reported that during the revision surgery there did not appear to be much bone growth around the implant, but there was plenty of scar tissue. The surgeon used an osteotome instrument from the prodisc-l removal set to free up each implant endplate from the host bone. There was a small amount of bone that attached to the undersurface of each implant endplate. The surgeon had difficulty removing the implant due to the patient¿s size, retraction, angle, and size of the implant from left to right. It was estimated that once the surgeon started the removal portion of the procedure, it took approximately 60 minutes of additional surgery time to remove the pdl implant. On (B)(6) 2017 patient was brought back to the operating room to perform a posterior pedicle screw construct at l5-s1 disc levels with competitor¿s implants for additional spine fixation. No fragments were generated during implant removal. Revision surgery was completed successfully. Patient is reported in stable condition. Intraoperative events are captured in (B)(4). This report captures the implant migration which led to the need for revision. This report is for one (1) pdl superior endplate. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Date of postoperative implant migration is unknown. A manufacturing investigation and product development investigation was performed on the returned subject device. The uhmwpe inlay was not returned for analysis. The returned prodisc implant components (pdl-l-sp11s, 9935962 and pdl-l-ip00s, 9830881) are included in the prodisc-l total disc replacement system for replacement of a diseased and/or degenerated intervertebral disc of the lumbosacral region. The components were evaluated by exponent. Upon imaging it was noticed that the implant had migrated anteriorly and was dislodged, therefore the complaint condition was confirmed and its replication is inapplicable. The implants were returned with damage that is consistent with removal of the implants. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The backside surfaces of the superior and inferior endplates have bone remnants attached to the surface. Superior endplate exhibits visual iatrogenic damage on anterior top conical face which extends towards the polished spherical diameter and dimpled marks most likely caused by a plier type device. There are also minor scratches on polished spherical diameter. There is a nick on top side to the right of instrument slot. Also a nick is visible to the left of the spherical diameter. There is visible debris in the bottom of the right side instrument hole. On the bottom side there are indications of delamination of coating in area aligned with the keel. Also, on the back side, the spikes are nicked and dented. Inferior endplate exhibits visual iatrogenic dimpled damage on anterior top face that resembles plier type device that extends onto the back face. The right and left instrument slots and holes have nicks and scratches. There is a radial wear mark similar to the inlay spherical diameter visible in the undercut pocket. On the back face there are nicks and dents that extend up to 4.6mm long and 0.5mm deep on both side of the keel. There are scratches along both sides of the inlay slots. Also, on the backside, the spikes are visually nicked and dented. All described nonconformities are post manufacturing. None of the described nonconformities would cause the complaint condition. The implants were returned with damage that is consistent with removal of the implants. Relevant drawings for the superior and inferior endplates were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. A definitive root cause for the migration of the implant could not be determined. Based on the review of the returned device and the information provided, the design is considered adequate for the intended use of the device. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.